Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
An event involving a cadd pump was reported that the device has air in line issue which will potentially cause an air embolism. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number, h4: corrected. D4 - model #, d7a, h6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.